Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Viper2 straight rod480mm, cocr was received broken. The broken device was received in fragments. All the fragments were not returned. There were few scratches observed on the surface of the device which would not impact the complaint condition. Manufacturing record evaluation is not required as the potential cause for the broken implant is not related to design or manufacturing. A visual inspection, and document/specification review were performed as part of this investigation. The complaint is confirmed, as the implant was found to be broken into pieces. While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2015, the patient underwent the initial procedure. As of today, it is unknown whether rods used in this procedure were j&j items or not. In (B)(6) 2016, the rods (unk) broke, so the patient underwent a revision procedure. On an unknown date, it was confirmed that rods had been broken. The patient will undergo the upcoming revision procedure on (B)(6) 2019. The surgeon commented as follows: the first revision procedure was successful in the spinal fusion aspect because the bone healing was achieved. However, the patient has had osteoporosis so that the broken rods might have sustained bending impact repeatedly. This complaint involves two (2) device.

Manufacturer narrative:
Product complaint (B)(4). UDI (B)(4).